Event description:
It was reported that on (B) (6) 2009, device longevity was 1.5 to 3 years. On (B) (6) 2009, interrogation of the device was not possible. The device was explanted and replaced. No patient complications were reported and the patient outcome was noted to be "well."

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.